Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Device counter data confirmed there were five treated episodes and three untreated episodes. Boston scientific confirmed the presence of oversensing of noise and low amplitude morphology measurements. Testing of the system was able to reproduce noise with minimal movement from the patient. Further troubleshooting options were discussed with the field and the s-ICD remains in service. No adverse patient effects were reported.